Event description:
A shutdown occurred unexpectedly with the customer's pump, and despite being connected to a power source for over 35 minutes, the battery level remained low at around 5%. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, confirming that it was under warranty. The customer was instructed to place the pump in storage mode and return it using a pre-paid label within 10 days, while continuing to use the current pump to ensure insulin delivery was not interrupted.